Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: no activity related to pi observed in black box or alarm history. The pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Moisture damage observed on pcb when pump was opened. The display is dim; letters have a red hue. Battery compartment is cracked from bumper pad to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.